Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: bjog an international journal of obstetrics and gynaecology. 2012 (B)(4).

Event description:
It was reported via journal article: "title: transabdominal cervical suture for the prevention of pregnancy loss: the next 42 cases" author: gibb, d. Citation: bjog an international journal of obstetrics and gynaecology. 2012. The objectives of the study was to assess the performance of trans abdominal cervical suture by a single surgeon in the management of high risk pregnancy over a 16 year period between 1996 and 2012. A previous series of 42 cases were published and were included in the study. Almost all of the cases had suffered 1 or more mid-trimester pregnancy losses or premature births between 18 weeks and 32 weeks of gestation. During the surgical procedure, mersilene tape (ethicon) was used. Reported complication included uterine scar dehiscence and abdominal pain (n-1). The role of trans abdominal cervical suture has been further clarified. Almost all these women who had very poor reproductive histories went on to have at least one healthy child. Study is now required on the place of pre pregnancy transabdominal cervical suture and cervical suture by a laparoscopic technique.